Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that over the previous year she experienced issues with her infusion sets ranging from adhesion issues, detaching during use and kink. The patient estimates approximately 15 were affected all together. The occurrence dates of these sets are unknown. The patient's blood glucose was affected where the highest was over 300 mg/dl, so the patient changed out supplies and performed boluses to decrease blood glucose. Please reference mdrs: 2183502-2016-01600, 2183502-2016-01601, 2183502-2016-01602, 2183502-2016-01603, 2183502-2016-01604, 2183502-2016-01605, 2183502-2016-01606, 2183502-2016-01607, 2183502-2016-01608, 2183502-2016-01609, 2183502-2016-01610, 2183502-2016-01611, 2183502-2016-01613, 2183502-2016-01614. That are also associated with this complaint.